Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due to the pump not working. After inspection, fluid leakage was found due to misconnection of the connectors. The device was explanted. No patient complications were reported.